Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a hybrid layer capacitor (hlc) battery, designator bt3, located on the analog pcb assembly could no longer hold a charge. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying a premature low-battery indication and would not remain powered on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.